Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that early battery depletion due to high thresholds was noted on the leadless implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.